Manufacturer narrative:
Findings: unable to prime during prime due to faulty force sensor (gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump passed unexpected restart error test, self-test, passed all operating currents tested with in the specification range, and passed off no power test. Pump was monitored and tested with no low battery alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 192 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer were able to complete pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.